Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they received sensor error alerts. The customer's blood glucose level at the time of incident was over 400mg/dl. The customer treated with the pump. Troubleshoot for the sensor was conducted. The customer mentioned having had blood at site. The customer was advised the sensor would be replaced.